Event description:
Nurse was setting up device and realized that there was no fluid level indicator ball in the manometer tube. Nurse used a second central venous pressure monitor without complication. No patient complications resulted from the event.